Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of internal bolster detached. Block h11: the returned endovive safety peg kit pull method was visually analyzed and revealed no damages to the device. A wire from the kit was also returned and no damages were found during analysis. Media analysis of the provided photo did not show any damages to the device. No other problems with the device were noted. The reported event of bolster detachment could not be confirmed. The device was returned with no damages and no damages were found on the photo during media analysis. As the reported event of bolster detachment could not be determined during analysis and no damages were found to the returned device, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was attempted to be used in the stomach during a gastrostomy procedure performed on (B)(6) 2024 during the procedure, the bumper detached when the device was removed from the stomach. The customer stated that no pieces of the device detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of internal bolster detached.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was attempted to be used in the stomach during a gastrostomy procedure performed on (B)(6) 2024. During the procedure, the bumper detached when the device was removed from the stomach. The customer stated that no pieces of the device detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.